Event description:
It was reported that during a coronary stenting procedure, a stent damage occurred. The 99% stenosed target lesion was located in the calcified and moderately tortuous mid to distal left anterior descending(lad) artery. After predilation of an unknown balloon catheter. A 2.50 x 28mm promus element plus stent delivery system was selected for treatment. The physician advanced the device to the lesion but failed. They decided to perform a plain old balloon angioplasty at the proximal side of the anatomy so they removed the complaint device and observed that the stent was lifted. The procedure was not completed due to this event. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary stenting procedure a stent damage occurred. The 99% stenosed target lesion was located in the calcified and moderately tortuous mid to distal left anterior descending(lad) artery. After predilation of an unknown balloon catheter. A 2.50 x 28mm promus element plus stent delivery system was selected for treatment. The physician advanced the device to the lesion but failed. They decided to perform a plain old balloon angioplasty at the proximal side of the anatomy so they removed the complaint device and observed that the stent was lifted. The procedure was not completed due to this event. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: initial visual examination of the returned device noted distal stent strut damage, as a strut was bent back proximally, and another raised upwardly. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No further damage was noted on the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).